Event description:
It was reported that there was an unknown substance on the handle of the handpiece. This was noticed by the manufacturer when it was being repaired. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
An evaluation of the device is anticipated, but has not yet begun. Samples were taken from the device for further analysis. This report will be updated when the evaluation is complete.